Event description:
It was reported by service report that the siderail outer left panel was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken outer left siderail panel.